Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and explained how fast ventricular events in this episode affected v-a timing which resulted in the lack of pacing in the atrium. The consultant informed the caller that this is normal device operation. They discussed changing the automatic gain control (agc) floor to help prevent the noise from being see and to continue to monitor the patient. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this pacemaker dependent patient experienced one non-sustained event due to noise which was oversensed, resulting in pacing inhibition greater than two seconds and asystole. The caller also noted the device withheld pacing in the atrium. No adverse patient effects were reported.